Event description:
It was reported that a hematoma was seen near this implantable pacemaker. This device was surgically revised and remains in service. No additional adverse patient effects were reported.